Event description:
The exeter stem was implanted into the cement and when the surgeon removed the spiggot protector from the stem, it was noted that there was a scratch around the taper of the stem as far as the eye can see. The stem was not removed and the femoral head was impacted on to the stem.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.